Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of lens haptics adhering to the optic surface following delivery with the preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, noticed that the leading haptic was adhered to the optic after implantation. The surgeon made several attempts to separate the haptic from the optic but was unsuccessful. The surgery was completed, but the iol could not be repositioned or replaced due to the adhesion issue. As a result, the iol (intraocular lens) was left implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and it states that the issue is with the right eye.